Event description:
Information was received from a patient via user facility who was implanted with an implantable neurostimulator (ins) for unknown in dications for use. It was reported that the patient had the device implanted in 2017 or 2018. The patient was burning up, about 30-40% of the body was affected. The infection could only be from "this" because the current reaches everything on the body. The doctor for skincare thought it might be a bacterial inflammation. Two laboratory tests were done, that were negative for everything. It was not a small infection but talking about inflammation of the skin on the entire body. The patient's palm was burning away and skin layers on the hand came off. Half of their back was burnt. Head, ears, face, hands, arms, legs, chest, stomach, and even in the belly button were inflamed. Even the genital area was affected, so the only reason could be the ins. The patient has no idea what else to do because the pain due to their spine was hardly bearable, but the incineration restrict them completely. The patient has three leads implanted, two at the lumbar and one on the cervical nerve. The doctor has tried to "reduce the wounds" without success. The skincare doctor was at her "wit¿s end" so it could only be due to the leads in their body. It was noted that "it robs me of my last 20%, die I had before." The patient needs help because the pain is driving them crazy. Additional information was received reporting the patient experienced skin problems after the implant. The patient¿s skin suffered severe burning from the inside. The patient¿s doctors have no proper diagnosis. The pictures indicate that the patient¿s condition could have a medical reason not related to the implant. The condition has gotten worse and his doctor has no clue on the reason. It was further stated that it was unclear if the patient ever consulted with a specialized doctor to find the root cause, it was also unclear if the device system was ever checked by a doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown,product type: lead; product ID: neu_unknown_lead, lot#: unknown; product type: lead; product ID: neu_unknown_lead, lot#: unknown; product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the competent authority provided device information. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3888-28, lot# unknown, explanted: product type lead, product ID 3888-33, lot# unknown, explanted: product type lead, product ID 977a290, lot# unknown, explanted: product type lead, product ID 37082-40, lot# unknown, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.